Event description:
A customer reported she was receiving inaccurate low readings on her precision xtra meter and as a result of the mistreatment with glucose tablets, developing diabetic neuropathy. The customer also reported she lost consciousness. However, she denied third-party medical intervention and any self-treatment to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.